Event description:
It was reported that post-paced t wave over-sensing was observed during a clinic device check. Programming changes were made. There were no adverse health consequences to the patient.